Event description:
The customer stated that one patient sample generated discrepant and falsely elevated results for the architect ca29-9xr assay using reagent lot 17239m500. A result of more than 1200.00 u/ml was generated when the sample was tested neat. Results of 509.04 and 412.25 u/ml were generated with auto-dilution and results of 435, 361 and 368 u/ml were generated with manual x10 dilution. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Accuracy testing was completed and met acceptance criteria after the initial test had failed and the test was repeated per the retest procedure (this retest procedure is followed when a valid run does not meet acceptance criteria). Based on the evaluation results, no product deficiency or malfunction were found related to this issue.

Manufacturer narrative:
(B)(6). This report is being filed against an ex-us product (2k91-25) that has a similar product distributed in the us (2k91-27). Product evaluation is in process and the results will be submitted in a follow-up report.